Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided since this complaint is a duplicate. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided since this complaint is a duplicate.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow-up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on (B)(6) 2023 the device skipped and jumped cause deep tissue cuts. There was harm that requested a response and a 20 minute delay. Due diligence is complete and there is no additional info.